Event description:
It was reported that the patient was scheduled for surgery to re-attach her vns as it had slipped in the pocket. It was believed that because the patient rarely wears a bra, that her breasts had broken the suture.